Event description:
A (B)(6) female called zoll customer support to report that her battery charger/modem was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the battery charger would not power on. Corrosion was discovered on the battery board, which caused the charger/modem to reset. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded battery board. The pt received a replacement battery charger/modem.